Event description:
Customer reported that she had high blood glucose of 208 mg/dl and that her insulin pump is alarming motor error. Customer stated that at the same time the piston was coming out instead of going in while rewinding. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The motor traveled inward during rewind not forward. Unable to performed the prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test due to motor error alarms. Unit had cracked battery tube threads.